Event description:
The attachment was broken off in the front end of the concomitant handpiece during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.